Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings:a review of the history showed the last bolus delivery was a 3.65 unit ezcarb normal bolus. The pump was run for 24 hours at a 2 unit per hour basal rate. At the end of testing the basal history correctly showed 2 units and the total daily dose showed 48 units. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects. The pump was delivering within the required range and delivering accurately. No alarms or delivery interruptions occurred during testing. The inaccurate delivery issue was unable to be duplicated during investigation. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. No further information was provided. Animas made several attempts to contact the reporter for further information; however, the reporter did not respond. This complaint is being reported because there is an allegation against the delivery function of the pump. There was no indication that the product caused or contributed to an adverse event.